Event description:
It was reported that the patient was in the intensive care unit (ICU) and experiencing altered mental status, muscle rigidity, confusion, and aggression. The issue started 2 days prior to the report date and the onset of the symptoms was sudden. The patient was unable to tell the reporter who the managing physician was. The reporter was not sure if there were any alarms. The pump was used to deliver baclofen (unknown, device implant query lists the drug as dilaudid). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).